Manufacturer narrative:
Date of event: event year reported as 2019; exact date of event is unknown. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a revision surgery on (B)(6) 2019 due to a broken titanium tomofix medial distal femur plate. The plate was broken into two (2) parts. Initially, an implantation took place on (B)(6) 2019. The revision surgery was successfully completed. It was unknown if there was a surgical delay. Patient outcome was stable. Upon receipt of the devices at manufacturer's site it was noted that the locking screw is jammed in the tomofix¿ femoral plate. This report is for one (1) 5.0mm ti locking head screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 413.370. Lot: 2l93672. Manufacturing site: grenchen. Release to warehouse date: 28 dec 2018. Lot 2l93672 was manufactured from blank 413.370.999 lot 2965006. Supplier: (B)(4). Release to warehouse: 08 nov 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Visual inspection: the returned implants were examined, and the complaint condition was able to be confirmed as the locking screw is still jammed in the tomofix¿ femoral plate. Functional test / dimensional inspection:could not be performed due to the damage incurred. Document/specification review: this locking screw was manufactured in december 2018 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Summary: the returned implants were examined, and the complaint condition was able to be confirmed as the locking screw is still jammed in the tomofix¿ femoral plate. The review of the device history record revealed that the locking screw as well as the tomofix¿ femoral plate were manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The locking screw is made of ti al6 nb7. Review of raw material certificate indicates that material is in compliance with the international standards iso 5832-11 for surgical implants made of titanium alloy. The dimensions could not be verified due to the damage incurred, however, dimensions were checked at the time of manufacturing with no issues documented. No definitive root cause was able to be determined. Multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.